Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an incomplete nc emerge mr balloon catheter. The device was visually and microscopically examined. There was blood in the hub of the device. There were numerous kinks to the hypotube of the device. At 2.7cm distal to the midshaft bond, the shaft was separated. The distal portion of the separation failed to return for further analysis of which would include the distal portion of the shaft (guidewire lumen and inflation lumen), the balloon, markerbands, and tip of the device.

Event description:
It was reported that removal difficulties and shaft break occurred requiring additional intervention. The patient was being treated for bifurcation lesion and underwent percutaneous coronary intervention. The target lesion was located in the moderately tortuous circumflex artery and ramus coronary artery. After placing stents at the bifurcation, a 5.00mm x 8mm nc emerge balloon catheter was used to perform the balloon kissing technique. However, when trying to withdraw the balloon from the ramus, the balloon adhered and became stuck to the stent strut and approximately 12-18 inches of the balloon shaft were left inside the patient. After several hours, the balloon was extracted after multiple attempts at snares. The procedure was completed and there were no patient complications reported.

Event description:
It was reported that removal difficulties and shaft break occurred requiring additional intervention. The patient was being treated for bifurcation lesion and underwent percutaneous coronary intervention. The target lesion was located in the moderately tortuous circumflex artery and ramus coronary artery. After placing stents at the bifurcation, a 5.00mm x 8mm nc emerge balloon catheter was used to perform the balloon kissing technique. However, when trying to withdraw the balloon from the ramus, the balloon adhered and became stuck to the stent strut and approximately 12-18 inches of the balloon shaft were left inside the patient. After several hours, the balloon was extracted after multiple attempts at snares. The procedure was completed and there were no patient complications reported.